Manufacturer narrative:
Event year is reported as 2020; however exact date of event is unknown. This report is for an unk - screws: locking: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, it was a breakage of the distal locking screw in the titanium tibial nail, the tibial nail was complete. Only the distal-most medial to lateral locking screw was broken. The other three locking screws were intact. The original implantation date was on (B)(6) 2020. There was a surgical delay of 10-15 minutes to remove the tibia nail with broken furthest distal locking screw. The surgery was completed successfully upon nail removal. The patient outcome was unknown. Concomitant devices reported: 10mm ti cannulated tibial nail-ex/360mm-sterile (part# 04.004.452s, lot# h750825, quantity# 1) unknown locking screw (part# unknown, lot# unknown, quantity# 3). This complaint involves one (1) device. This report is for (1) unk - screws: locking. This is report 1 of 1 for (B)(4).